Event description:
The customer reported that during use of this awl in an arthroscopic hip procedure, the tip broke off in the surgical site. The tip of the device was retrieved without injury or significant surgical delay, and another device was available for use.

Manufacturer narrative:
Investigation results: conmed linvatec received this microfracture awl for evaluation and confirmed the reported problem. A visual examination found the tip of the device broken and detached. A material hardness check found the shaft met specification. The cause of this failure was unable to be determined. The information for use (IFU) provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Conmed linvatec will continue to monitor this device for failures. The customer will be provided additional information regarding use, care and handling of this device.